Manufacturer narrative:
Concomitant product: 5086mri52 lead implanted: (B)(6) 2012.

Event description:
It was reported that following a device upgrade, there was ongoing issues with incision site swelling, bleeding without hematoma and wound healing. Eventually a wound infection developed. The pocket opened and there was bloody drainage and device visibility. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. A significant amount of pus was observed throughout the pocket. Extensive debridement and removal of the capsule was required. Gram stain and wound cultures are negative. A temporary pacemaker was placed while the infection is treated with IV antibiotics. Subsequently a new device system was implanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.